Event description:
Teleflex medical customer service reported an end-user alleges, the skin stapler did not function properly. The customer alleges it was difficult to close the stapler and the staples blocked (jammed). This event occurred during use. There was no pt injury or medical intervention necessary. No add'l info was available.

Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if add'l info becomes available.